Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of instrument logs, internal testing, a search for similar complaints, and a review of labeling. The customer moved the lithium assay to the opposite line on the (B)(4) to avoid carryover from the ldh assay, and no further lithium flyers were observed. A review of the system logs confirmed the customer's complaint, and that they r1 reagent probe had dispensed ldh reagent immediately prior to dispensing lithium reagent. An internal carryover study was performed for lithium and ldh reagents on two different architect systems, and ldh carryover to the lithium assay was not present on either system. Tracking and trending identified no adverse trends for the customer's issue. Labeling was reviewed and found to be adequate. The customer was pointed to product information letter (B)(6) which addresses carryover issues. Based on the information provided, and the results of the internal study, no deficiency can be identified.

Event description:
The customer states that they have noticed falsely elevated results when processing patient samples using the architect c16000 with the lithium assay. A patient sample generated a lithium value of 2.610 mmol/l compared to a repeat result of 0.004 mmol/l. No adverse outcomes were reported related to this issue.